Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker reached elective replacement indicator (eri) earlier than expected. Boston scientific technical services (ts) discussed the device will reach end of life (eol) after 90 days since eri was declared and explained how device works as battery continues to deplete. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.